Event description:
It was reported "during the procedure, when inserting the stylet, it disintegrated, adhering to the tip of the needle, being necessary to use a small force to remove it. After removal, another power PICC kit was used."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees3232 showed two other similar product complaint(s) from this lot number.